Event description:
It has been reported that the syringe enteral 60ml bns has been found experiencing three occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that 3 syringes had defective scale markings. Per email: during production 3 pcs found with defective scale.

Manufacturer narrative:
H.6. Investigation summary: five samples and two photos were provided by the customer for investigation. The five samples were visually examined and three of the returned samples had print on the barrels which is skewed and is not straight. These barrels were also found to have missing print. The other two returned samples have print on the barrel which is straight; however, it was noted that those two samples had foreign matter in the barrels. Two photos were also provided by the customer for investigation. One photo shows a barrel which has print on the barrel which is skewed and is not straight. The barrel is also missing print. The second photo shows the three returned samples. It can be seen that the print on all three barrels is skewed and is not straight. The photo also shows that all three barrels are missing print. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause for skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Bd acknowledges that the returned samples have skewed print which is not straight. The customer reported three non-conforming barrels; however, as these occurrences would not exceed the acceptable quality limit (aql) for the batch, no corrective or preventative action will be taken. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe enteral 60ml bns has been found experiencing three occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that 3 syringes had defective scale markings. Per email: during production 3 pcs found with defective scale.